Event description:
It was reported that the past 8-9 months the patient reported that his ambicor penile prosthesis would not get as erect as it previously had. He also stated that the tubing in the scrotum felt hard and was causing internal itching and discomfort. He was seen by a physician who indicated the pump felt stuck. No further patient complications were reported.